Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the device is missing led segments on the display. No consequences or impact to patient were reported.

Manufacturer narrative:
The unit was powered on using internal batteries and was able to engage in monitoring. It was observed that some led segments did not illuminate per the reported complaint. Internal examination revealed corrosion on system board due to fluid ingress. The system board was replaced with a known good lab stock system board and the unit remained able to engage in monitoring using masimo test module and finger/sensor. The unit alarms appropriately when upper and lower spo2 and bpm levels are exceeded. The cause of the issue was a damaged system board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.